Manufacturer narrative:
(B)(4). Concomitant medical products: versys femoral head -3.5 (00-8018-040-01, 60991578). M/l taper stem (65-7711-009-20, 60348606). Trilogy acetabular liner (00-6305-058-40, 60844794). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 2648920-2015-00265. 0002648920 - 2020 - 00170.

Event description:
It was reported that the patient is an active male who had a total hip replacement. Over the years, he has had increased ion levels. He was scheduled for a hip revision seven years later. Medical records indicated: palpated over the greater trochanter and felt large fluid collection. 30cc of thin yellow cloudy fluid full of particulate debris aspirated and sent for culture and cell count. Large psuedotumor with a large amount of fluid with floating particulate debris. The posterior capsule was completely gone. There was substantial necrotic muscle and capsular tissue. The back of the greater trochanter appeared white and avascular. The prior capsular repair was absent although the suture material remained. A large portion of the gluteus medius and minimus had necrosed and was no longer present. The necrosis extended down the lateral thigh involving the vastus lateralis. There was gross corrosion inside the head and on the trunnion. Additional necrotic tissue noted anteriorly and around the periphery of the shell. The back eighth of the shell was uncovered due to osteolysis. The femoral head and liner were exchanged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following : the patient underwent a left total hip arthroplasty due to advances osteo arthritis. Zimmer biomet products were implanted without complications. The patient underwent a revision procedure due to failed left hip arthroplasty. Pre-revision blood work showed that the patient had elevated metal ions. Post revision blood work showed that the metal ion levels were reducing. During the procedure, altr was found in the joint space. A large pseudotumor with a large amount of fluid containing floating particulate debris was debrided. The posterior capsule was completely gone and there was substantial necrotic muscle and capsular tissue. Gross corrosion was observed on the trunnion, and the head's taper. The back eighth of the shell was uncovered due to osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.